Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault", "pacer fault 115", "system fault 37", "system fault 36", "pacer disabled", "defib fault 80", and "defib fault 77" messages. Complainant indicated that there was no patient involvement in the reported malfunction.